Event description:
The patient arrived in the emergency room on (B)(6) 2011 after a syncopal episode which caused the patient to fall. "The patient had complaints of dizziness at that time and several episodes of poor capture were noted." This lead perforated the heart and the device temporarily reprogrammed to high outputs to obtain capture until a revision procedure could be scheduled. On (B)(6) 2011, a revision procedure was performed. As it appeared that tissue was lodged in the helix tip, the physician elected to remove and replace this lead with a longer, tined lead. The associated pacemaker was also explanted during this procedure. The hospital has retained this device and no additional information is available. Should additional information become available, this event will be updated.